Event description:
Pt with cook 5.0 fr peripherally inserted central catheter line at left median basillic vein. Connected to aim pump settings: 33 cc/hr x 10q6h with keep vein open o.4cc/hr over 5 hr with volume container 150 cc. Rn observed pump functions to deliver dose, but peripherally inserted central catheter was clotted with clot visible in extension tubing aim pump appeared to show delivery at no high pressure or occlusion alarms. Peripherally inserted central catheter line was declotted with 0.5cc urokinase without difficulty. Pt flushed easily with 10cc normal saline & connected to new infusion pump. Dose delivered via new cadd pump without difficulty.